Event description:
Patient revised on (B)(6) 2020 due to dislocation approximately 6 weeks after primary surgery. Surgeon removed the 36/+6 humeral cup and attempted to replace it with a 36/+9 humeral cup, but patient continued to dislocate after reduction. Surgeon then re-implanted 36/+6 humeral cup along with a +9 spacer.